Event description:
It was found that parts of fixation pin were broken when it was checked upon inspection of the returned loner kit from demonstration.

Manufacturer narrative:
Investigation in progress but not yet complete.